Event description:
The customer contacted physio-control to report that during a patient event involving a (B)(6) male patient in cardiac arrest, their device would not respond when the charge button was pressed. As a result, defibrillation was not possible. A backup device arrived in approximately six (6) minutes and was used to continue patient care. The crew used the same quik-combo therapy cable and defibrillation electrodes with the backup device and successfully provided one (1) 360 joule shock to the patient who was successfully resuscitated and transported to a local hospital. There were no adverse effects reported as a result of the reported failure. Upon returning to the station, the crew tested the device and found that neither the charge, analyze or shock buttons were responding.

Manufacturer narrative:
As a precaution physio-control replaced the user interface (ui) pcb assembly, main keypad to ui pcb cable and the main keypad assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed main keypad assembly and observed that the energy down button was damaged, which may have led to the reported failure. No failures were observed, however, during testing.both the ui pcb assembly and the main keypad to ui pcb cable were examined and no failures were found.

Manufacturer narrative:
(B)(4). Just prior to physio-control arriving to examine the device, the customer tested it again and was unable to duplicate the reported issue. They observed that the device charged, analyzed and shocked when prompted. Physio-control evaluated the customer's device and was also unable to duplicate the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the electronic records from the device and observed that on the date of the event there were numerous "energy down" annotations in rapid sequential order. This behavior indicates that the likely cause of the reported failure was the damaged "energy down" button.